Manufacturer narrative:
The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Internal and external inspection was performed, and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No device failure or malfunction was identified that would have caused or contributed to the reported event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was not verified. The cause of the condition could not be determined. Based on additional information received, homechoice was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient ¿coded¿ during therapy. The patient was connected to the homechoice device at the time of the event "when suddenly there was a code blue". The device was shut down. It was not reported if the patient was hospitalized prior to the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported, and the nurse stated it was unknown if the patient passed away. Renal therapy services initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. No additional information is available.